Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: what was the name of the procedure? How was the needle piece removed? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? What was the size of the needle used? What was the size of the needle that broke off into the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during an unknown procedure on an unknown date suture was used on a patient. While closing the skin with suture, the point of the needle broke off. Broken piece was recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc-000215780 date sent to the FDA: 08/10/2018 additional information. Device evaluation summary: a suture needle was received for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.